Event description:
This lead became dislodged and the physician attempted to reposition it but the physician was unhappy with the way the helix retracted and extended. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the surgery. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.